Event description:
Needle was being used for a percutaneous renal biopsy. Apparently the stop mechanism did not function properly and the other cutting sheath advanced further than expected. The whole needle was removed without reinsertion of the inner stylet prior to removal. When the outer needle was examined, tissue was obtained from its lumen and a scrap of bowel was noted. The needle had punctured the bowel.